Manufacturer narrative:
The following fields were updated due to additional information: b5. Describe event or problem: report 1 of 2: it was reported that when using the bd vacutainer® serum tubes, the cap could not be removed from four (4) tubes. No adverse impact was reported regarding the patient or user. E.1. Initial reporter phone # (B)(6). Investigation summary: bd received 7 photos for investigation, which show multiple samples with shields separated from the stoppers. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 5042703 and 5042705, for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported that when using the bd vacutainer® serum tubes, the cap could not be removed from four (4) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® serum tubes, the cap could not be removed from four (4) tubes. No adverse impact was reported regarding the patient or user.